Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 786 mg/dl. Customer is currently on an insulin drip. Customer stated that the pump is beeping but not giving an alarm. Customer changed everything out and is trying to get back on the pump. Customer does not know why their blood glucose levels are high. Customer treated with boluses with the pump and then manual injections before going to the hospital. Customer was given a manual injection and taken off the pump at the hospital. Customer was also given fluids and diagnosed with diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2014. Customer had high blood glucose levels two days ago and was able to treat it. It dropped down to the 30's mg/dl, but a few days later it went high again. Customer was wearing the pump at the time of the hospitalization. Troubleshooting was performed and pump passed the high pressure test. Pump is working as designed. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.